Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored via routine follow-up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.